Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported receiving several e4 (occlusion) errors with her current lot of infusion sets and elevated blood glucose (value not provided). She switched to a different type of infusion set and has no further issues. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.